Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the knife wire broke during a therapeutic endoscopic retrograde cholangiopancreatography procedure involving the single use 3-lumen sphincterotome, which was completed with a similar device. There was no patient injury reported.